Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain shortly after undergoing the essure placement / severe pelvic pain after the essure placement / pelvic pain lasted for a long time") in a 34 year-old female patient who had essure inserted for female sterilization. Additional non-serious events are detailed below. The patient had a medical history of pregnancy and parity 5 (in 2015 she already had 5 children). She did not have urinary incontinence before the essure removal surgery. On (B)(6) 2015, the patient had essure inserted. In 2015 she experienced pelvic pain (seriousness criterion intervention required), nausea ("nausea shortly after undergoing the essure placement / nausea after the essure placement") and dyspepsia ("heartburn shortly after undergoing essure placement / heartburn after essure placement"). Essure was removed on (B)(6) 2022. In (B)(6) 2022 she experienced urinary incontinence ("urinary incontinence after essure removal surgery / she urinates when coughs or sneezes"). An unknown time later she experienced pain in extremity ("severe pain in her legs"). The patient was treated with surgery (fallopian tube and essure removal via bilateral salpingectomy on (B)(6) 2022). At the time of the report, the outcomes for these events were unknown. The reporter considered dyspepsia, nausea, pain in extremity, pelvic pain and urinary incontinence to be related to essure administration. The reporter commented: on (B)(6) 2015 essure was inserted. Shortly after going through the essure placement procedure, the patient reported severe pelvic pain, nausea, heartburn, and she was told that this was normal and that the events would cease soon. The post-surgical appointment was scheduled only for (B)(6) 2020. And after 2 years, on (B)(6) 2022 the fallopian tubes and the essure device were removed via bilateral salpingectomy. The patient complained about urinary incontinence after the essure removal surgery (when she coughs or sneezes), which did not occur before the essure insertion procedure, nor after its removal. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound abdomen] on (B)(6) 2022: liver with normal volume, regular contours and homogeneous texture, with diffuse elevation of its echogenicity, with posterior attenuation of the sound beam, compatible with mild fat infiltration. There is no dilatation of intra or extrahepatic bile ducts. The hepatocholedochal has a normal caliber. Gallbladder normally distended, thin-walled, with no evidence of stones inside. Homogeneous spleen of normal volume. Pancreas with anatomical appearance. Kidneys with normal topography and dimensions, with preserved parenchymal-sinusal dissociation, without signs of pyelocaliceal dilatation and/or stones with excographic expression. Abdominal aorta, vena cava and other elements of the retro peritoneum without echographic alterations. No signs of ascites are observed. Bladder with satisfactory distensibility, showing smooth walls, without echoes inside [ultrasound scan vagina] on (B)(6) 2022: anteversoflexion position of uterus, with regular contour and homogeneous texture, measuring 76x37x46 mm, volume 67cm3. Centered endometrium, measuring 5.0 mm thickness. Ovaries not visualized due to interposition of intestinal loops. No mass observed in adnexal regions. T. No evidence of free fluid in the posterior bottom of the cul de sac. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: (B)(6) 2022: reporter¿s information was updated and new reporters were added. Patient¿s details (date of birth), medical history and lab data information were added. Insertion date of essure was updated from (B)(6) 2015 to (B)(6) 2015, and it was confirmed that the device was removed on (B)(6) 2022. Furthermore, previous event adverse event nos was replaced by the event pelvic pain female, and the events nausea, heartburn, pain legs, and urinary incontinence were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain shortly after undergoing the essure placement / severe pelvic pain after the essure placement / pelvic pain lasted for a long time") in a 34 year-old female patient who had essure inserted for female sterilization. Additional non-serious events are detailed below. The patient had a medical history of pregnancy and parity 5 (in 2015 she already had 5 children). She did not have urinary incontinence before the essure removal surgery. On (B)(6) 2015, the patient had essure inserted. In 2015 she experienced pelvic pain (seriousness criterion intervention required), nausea ("nausea shortly after undergoing the essure placement / nausea after the essure placement") and dyspepsia ("heartburn shortly after undergoing essure placement / heartburn after essure placement"). Essure was removed on (B)(6) 2022. In (B)(6) 2022 she experienced urinary incontinence ("urinary incontinence after essure removal surgery / she urinates when coughs or sneezes"). An unknown time later she experienced pain in extremity ("severe pain in her legs"). The patient was treated with surgery (fallopian tube and essure removal via bilateral salpingectomy on (B)(6) 2022). At the time of the report, the pelvic pain, nausea, pain in extremity and urinary incontinence had not resolved. The outcome of dyspepsia was unknown. The reporter considered dyspepsia, nausea, pain in extremity, pelvic pain and urinary incontinence to be related to essure administration. The reporter commented: on (B)(6) 2015 essure was inserted. Shortly after going through the essure placement procedure, the patient reported severe pelvic pain, nausea, heartburn, and she was told that this was normal and that the events would cease soon. The post-surgical appointment was scheduled only for (B)(6) 2020. And after 2 years, on (B)(6) 2022 the fallopian tubes and the essure device were removed via bilateral salpingectomy. The patient complained about urinary incontinence after the essure removal surgery (when she coughs or sneezes), which did not occur before the essure insertion procedure, nor after its removal. Follow-up information received on 28-sep-2022: patient informed that even after the removal of essure, she would still suffer from pelvic pain, severe leg pain, nausea and urinary incontinence. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound abdomen] on (B)(6) 2022: liver with normal volume, regular contours and homogeneous texture, with diffuse elevation of its echogenicity, with posterior attenuation of the sound beam, compatible with mild fat infiltration. There is no dilatation of intra or extrahepatic bile ducts. The hepatocholedochal has a normal caliber. Gallbladder normally distended, thin-walled, with no evidence of stones inside. Homogeneous spleen of normal volume. Pancreas with anatomical appearance. Kidneys with normal topography and dimensions, with preserved parenchymal-sinusal dissociation, without signs of pyelocaliceal dilatation and/or stones with excographic expression. Abdominal aorta, vena cava and other elements of the retro peritoneum without echographic alterations. No signs of ascites are observed. Bladder with satisfactory distensibility, showing smooth walls, without echoes inside [ultrasound scan vagina] on (B)(6) 2022: anteversoflexion position of uterus, with regular contour and homogeneous texture, measuring 76x37x46 mm, volume 67cm3. Centered endometrium, measuring 5.0 mm thickness. Ovaries not visualized due to interposition of intestinal loops. No mass observed in adnexal regions. T no evidence of free fluid in the posterior bottom of the cul de sac. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-oct-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain shortly after undergoing the essure placement / severe pelvic pain after the essure placement / pelvic pain lasted for a long time") in a 34 year-old female patient who had essure inserted for female sterilization. Additional non-serious events are detailed below. The patient had a medical history of pregnancy and parity 5 (in 2015 she already had 5 children). She did not have urinary incontinence before the essure removal surgery. On (B)(6) 2015, the patient had essure inserted. In 2015 she experienced pelvic pain (seriousness criterion intervention required), nausea ("nausea shortly after undergoing the essure placement / nausea after the essure placement") and dyspepsia ("heartburn shortly after undergoing essure placement / heartburn after essure placement"). Essure was removed on (B)(6) 2022. In (B)(6) 2022 she experienced urinary incontinence ("urinary incontinence after essure removal surgery / she urinates when coughs or sneezes"). An unknown time later she experienced pain in extremity ("severe pain in her legs"). The patient was treated with surgery (fallopian tube and essure removal via bilateral salpingectomy on (B)(6) 2022). At the time of the report, the pelvic pain, nausea, pain in extremity and urinary incontinence had not resolved. The outcome of dyspepsia was unknown. The reporter considered dyspepsia, nausea, pain in extremity, pelvic pain and urinary incontinence to be related to essure administration. The reporter commented: on (B)(6) 2015 essure was inserted. Shortly after going through the essure placement procedure, the patient reported severe pelvic pain, nausea, heartburn, and she was told that this was normal and that the events would cease soon. The post-surgical appointment was scheduled only for (B)(6) 2020. And after 2 years, on (B)(6) 2022 the fallopian tubes and the essure device were removed via bilateral salpingectomy. The patient complained about urinary incontinence after the essure removal surgery (when she coughs or sneezes), which did not occur before the essure insertion procedure, nor after its removal. Follow-up information received on 28-sep-2022: patient informed that even after the removal of essure, she would still suffer from pelvic pain, severe leg pain, nausea and urinary incontinence. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound abdomen] on (B)(6) 2022: liver with normal volume, regular contours and homogeneous texture, with diffuse elevation of its echogenicity, with posterior attenuation of the sound beam, compatible with mild fat infiltration. There is no dilatation of intra or extrahepatic bile ducts. The hepatocholedochal has a normal caliber. Gallbladder normally distended, thin-walled, with no evidence of stones inside. Homogeneous spleen of normal volume. Pancreas with anatomical appearance. Kidneys with normal topography and dimensions, with preserved parenchymal-sinusal dissociation, without signs of pyelocaliceal dilatation and/or stones with excographic expression. Abdominal aorta, vena cava and other elements of the retro peritoneum without echographic alterations. No signs of ascites are observed. Bladder with satisfactory distensibility, showing smooth walls, without echoes inside [ultrasound scan vagina] on (B)(6) 2022: anteversoflexion position of uterus, with regular contour and homogeneous texture, measuring 76x37x46 mm, volume 67cm3. Centered endometrium, measuring 5.0 mm thickness. Ovaries not visualized due to interposition of intestinal loops. No mass observed in adnexal regions. No evidence of free fluid in the posterior bottom of the cul de sac. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 28-sep-2022: events were considered not resolved. Patient informed that even after the removal of essure, she would still suffer from pelvic pain, severe leg pain, nausea and urinary incontinence. 28-sep-2022: no new clinical information. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain shortly after undergoing the essure placement / severe pelvic pain after the essure placement / pelvic pain lasted for a long time") in a 34 year-old female patient who had essure inserted (lot no. 952106) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of multi gravida, pregnancy and parity 5 (in 2015 she already had 5 children). She did not have urinary incontinence before the essure removal surgery. Concomitant products included dirona (desogestrel;ethinylestradiol), bromopride, diazepan (diazepam) and ibuprofen. On (B)(6) 2015, the patient had essure inserted. In 2015 she experienced pelvic pain (seriousness criterion intervention required), nausea ("nausea shortly after undergoing the essure placement / nausea after the essure placement") and dyspepsia ("heartburn shortly after undergoing essure placement / heartburn after essure placement"). In (B)(6) 2022 she experienced a first episode of urinary incontinence ("urinary incontinence after essure removal surgery / she urinates when coughs or sneezes"). An unknown time later she experienced pain in extremity ("severe pain in her legs"), alopecia ("hair loss"), spinal pain ("bone pain spine"), bone pain ("bone pain knee"), mood swings ("mood swings"), insomnia ("insomnia"), vertigo ("vertigo"), a second episode of urinary incontinence ("urinary incontinence"), breast pain ("mastalgia"), abdominal pain ("colic"), headache ("headache") and heavy menstrual bleeding ("increased volume and irregular menstruation"). The patient was treated with dipyrone (metamizole sodium) and dimethicone (dimeticone) as well as surgery (fallopian tube and essure removal via bilateral salpingectomy on (B)(6) 2022). At the time of the report, the pelvic pain, nausea and pain in extremity had not resolved. The outcomes for dyspepsia and alopecia were unknown. The reporter considered abdominal pain, alopecia, bone pain, breast pain, dyspepsia, headache, heavy menstrual bleeding, insomnia, mood swings, nausea, pain in extremity, pelvic pain, spinal pain, the first episode of urinary incontinence, the second episode of urinary incontinence and vertigo to be related to essure administration. The reporter commented: on (B)(6) 2015 essure was inserted. Shortly after going through the essure placement procedure, the patient reported severe pelvic pain, nausea, heartburn, and she was told that this was normal and that the events would cease soon. The post-surgical appointment was scheduled only for (B)(6) 2020. And after 2 years, on (B)(6) 2022 the fallopian tubes and the essure device were removed via bilateral salpingectomy. The patient complained about urinary incontinence after the essure removal surgery (when she coughs or sneezes), which did not occur before the essure insertion procedure, nor after its removal. Follow-up information received on 28-sep-2022: patient informed that even after the removal of essure, she would still suffer from pelvic pain, severe leg pain, nausea and urinary incontinence. Patient reports partial improvement of symptoms after withdrawal of essure, but had vertigo. Diagnostic results (normal ranges are provided in parenthesis if available): [hiv test] on (B)(6) 2020: non reactive [ultrasound abdomen] on (B)(6) 2020: liver with normal dimensions, regular contour and homogeneous texture, without evidence of focal lesions. There is no dilatation of the intra or extrahepatic bile ducts. The hepatocoledocus has a normal calibre. Normally distended, thin-walled gallbladder with no evidence of an internal stone. Homogeneous spleen of regular volume. Pancreas with anatomical aspect. Kidneys with normal topography and dimensions, with preserved parenchymal-sinus dissociation, without signs of pyelocaliceal dilation and/or calculi with ultrasound expression. Abdominal aorta, vena cava and other retroperitoneal elements without ultrasound changes. No signs of ascites are observed. Bladder with satisfactory distensibility, showing smooth walls, without echoes in its interior. Obs.: intense intestinal meteorism; on (B)(6) 2022: liver with normal volume, regular contours and homogeneous texture, with diffuse elevation of its echogenicity, with posterior attenuation of the sound beam, compatible with mild fat infiltration. There is no dilatation of intra or extrahepatic bile ducts. The hepatocholedochal has a normal caliber. Gallbladder normally distended, thin-walled, with no evidence of stones inside. Homogeneous spleen of normal volume. Pancreas with anatomical appearance. Kidneys with normal topography and dimensions, with preserved parenchymal-sinusal dissociation, without signs of pyelocaliceal dilatation and/or stones with excographic expression. Abdominal aorta, vena cava and other elements of the retro peritoneum without echographic alterations. No signs of ascites are observed. Bladder with satisfactory distensibility, showing smooth walls, without echoes inside [ultrasound scan vagina] on (B)(6) 2015: showing device bilaterally positioned; on (B)(6) 2020: uterus in ante-verse-flexion, with normal dimensions, regular outline and homogeneous texture. Uterus measurements: 61x39x43mm (lxapxt) volume: 54 cm3. Centred endometrium, measuring 3.0 mm thick. Right ovary measuring 46 x 31 mm, presenting a cystic image with a thin septum inside, measuring 42 x 27 mm. Left ovary measuring 26 x 14 mm. There is no evidence of free fluid in the posterior cul-de-sac. Note: presence of bilaterally implanted essure device; on (B)(6) 2021: howed a normal uterus and ovaries and the essure device was positioned bilaterally; on (B)(6) 2022: shows normal uterus and ovaries, not visualized image compatible with essure; on (B)(6) 2022: anteversoflexion position of uterus, with regular contour and homogeneous texture, measuring 76x37x46 mm, volume 67cm3. Centered endometrium, measuring 5.0 mm thickness. Ovaries not visualized due to interposition of intestinal loops. No mass observed in adnexal regions. T no evidence of free fluid in the posterior bottom of the cul de sac. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-jun-2023: events alopecia , spinal pain, bone pain , mood swing , insomnia, vertigo, urinary incontinence, breast pain , abdominal pain , headache & heavy menses added. Medical history added. Concomitant drugs, treatment drugs added. Lab data added. Reporter added. Essure removal date updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain shortly after undergoing the essure placement / severe pelvic pain after the essure placement / pelvic pain lasted for a long time") in a 34 year-old female patient who had essure inserted (lot no. 952106) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of multi gravida, pregnancy and parity 5 (in 2015 she already had 5 children). She did not have urinary incontinence before the essure removal surgery. Concomitant products included dirona (desogestrel;ethinylestradiol), bromopride, diazepan (diazepam) and ibuprofen. On (B)(6) 2015, the patient had essure inserted. In 2015 she experienced pelvic pain (seriousness criterion intervention required), nausea ("nausea shortly after undergoing the essure placement / nausea after the essure placement") and dyspepsia ("heartburn shortly after undergoing essure placement / heartburn after essure placement"). In (B)(6) 2022 she experienced a first episode of urinary incontinence ("urinary incontinence after essure removal surgery / she urinates when coughs or sneezes"). An unknown time later she experienced pain in extremity ("severe pain in her legs"), alopecia ("hair loss"), spinal pain ("bone pain spine"), bone pain ("bone pain knee"), mood swings ("mood swings"), insomnia ("insomnia"), vertigo ("vertigo"), a second episode of urinary incontinence ("urinary incontinence"), breast pain ("mastalgia"), abdominal pain ("colic"), headache ("headache") and heavy menstrual bleeding ("increased volume and irregular menstruation"). The patient was treated with dipyrone (metamizole sodium) and dimethicone (dimeticone) as well as surgery (fallopian tube and essure removal via bilateral salpingectomy on (B)(6) 2022). At the time of the report, the pelvic pain, nausea and pain in extremity had not resolved. The outcomes for dyspepsia and alopecia were unknown. The reporter considered abdominal pain, alopecia, bone pain, breast pain, dyspepsia, headache, heavy menstrual bleeding, insomnia, mood swings, nausea, pain in extremity, pelvic pain, spinal pain, the first episode of urinary incontinence, the second episode of urinary incontinence and vertigo to be related to essure administration. The reporter commented: on (B)(6) 2015 essure was inserted. Shortly after going through the essure placement procedure, the patient reported severe pelvic pain, nausea, heartburn, and she was told that this was normal and that the events would cease soon. The post-surgical appointment was scheduled only for (B)(6) 2020. And after 2 years, on (B)(6) 2022 the fallopian tubes and the essure device were removed via bilateral salpingectomy. The patient complained about urinary incontinence after the essure removal surgery (when she coughs or sneezes), which did not occur before the essure insertion procedure, nor after its removal. Follow-up information received on (B)(6) 2022: patient informed that even after the removal of essure, she would still suffer from pelvic pain, severe leg pain, nausea and urinary incontinence. Patient reports partial improvement of symptoms after withdrawal of essure, but had vertigo. Diagnostic results (normal ranges are provided in parenthesis if available): [hiv test] on (B)(6) 2020: non reactive [ultrasound abdomen] on (B)(6) 2020: liver with normal dimensions, regular contour and homogeneous texture, without evidence of focal lesions. There is no dilatation of the intra or extrahepatic bile ducts. The hepatocoledocus has a normal calibre. Normally distended, thin-walled gallbladder with no evidence of an internal stone. Homogeneous spleen of regular volume. Pancreas with anatomical aspect. Kidneys with normal topography and dimensions, with preserved parenchymal-sinus dissociation, without signs of pyelocaliceal dilation and/or calculi with ultrasound expression. Abdominal aorta, vena cava and other retroperitoneal elements without ultrasound changes. No signs of ascites are observed. Bladder with satisfactory distensibility, showing smooth walls, without echoes in its interior. Obs.: intense intestinal meteorism; on (B)(6) 2022: liver with normal volume, regular contours and homogeneous texture, with diffuse elevation of its echogenicity, with posterior attenuation of the sound beam, compatible with mild fat infiltration. There is no dilatation of intra or extrahepatic bile ducts. The hepatocholedochal has a normal caliber. Gallbladder normally distended, thin-walled, with no evidence of stones inside. Homogeneous spleen of normal volume. Pancreas with anatomical appearance. Kidneys with normal topography and dimensions, with preserved parenchymal-sinusal dissociation, without signs of pyelocaliceal dilatation and/or stones with excographic expression. Abdominal aorta, vena cava and other elements of the retro peritoneum without echographic alterations. No signs of ascites are observed. Bladder with satisfactory distensibility, showing smooth walls, without echoes inside [ultrasound scan vagina] on (B)(6) 2015: showing device bilaterally positioned; on (B)(6) 2020: uterus in ante-verse-flexion, with normal dimensions, regular outline and homogeneous texture. Uterus measurements: 61x39x43mm (lxapxt) volume: 54 cm3. Centred endometrium, measuring 3.0 mm thick. Right ovary measuring 46 x 31 mm, presenting a cystic image with a thin septum inside, measuring 42 x 27 mm. Left ovary measuring 26 x 14 mm. There is no evidence of free fluid in the posterior cul-de-sac. Note: presence of bilaterally implanted essure device; on (B)(6) 2021: howed a normal uterus and ovaries and the essure device was positioned bilaterally; on (B)(6) 2022: shows normal uterus and ovaries, not visualized image compatible with essure; on (B)(6) 2022: anteversoflexion position of uterus, with regular contour and homogeneous texture, measuring 76x37x46 mm, volume 67cm3. Centered endometrium, measuring 5.0 mm thickness. Ovaries not visualized due to interposition of intestinal loops. No mass observed in adnexal regions. T no evidence of free fluid in the posterior bottom of the cul de sac lot number: 952106 manufacture date: (B)(6) 2012 expiration date: (B)(6) 2015. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available the most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report